Event description:
Affiliate reported that in 2008, the device was implanted and after the surgery, the patient hit his head against the wall. It was noted that the site of implantation became swollen and an infection was later noted. In 2009, the device was revised. Additional information from the hospital explained that the secretion of pus occurred from the stitched line after the valve was implanted. The doctor also commented that the abscess was only seen on the stitched line. The doctor also felt that it was only bruised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. It was noted that the silicone housing at the distal end was torn and the connector was outside the silicone housing. It is likely that the tear was caused by the patient hitting his head against the wall, as had been reported to us. The valve was then tested for programming in which the device failed. The valve was irrigated, which presented normal flow results. The valve was dismantled and was examined under a microscope at appropriate magnification. The mechanism housing had a crack in it nearly the entire length of the housing. When removing the cam mechanism from the housing, the stator was detached from the base plate. Again, this could have been caused by the patient hitting his head against the wall. In addition, biological debris was found on the ruby ball, the stator, and on the base plate. The biological debris found did not show any signs of preventing the valve from functioning but this could not be verified due to the damage to the valve. A review of the device history records was performed and they revealed that the device conformed to the required specifications prior to distribution. No root cause of the infection could be determined. Sterilization records for this lot of valves was reviewed and no discrepancies were found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.